Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.

Event description:
The patient reported that she was taken to the hospital in 2009, due to elevated blood glucose of 30 mmol/l (540 mg/dl). Her doctor suspected an issue with the infusion device. No further information is available. Product was replaced and requested to be returned for evaluation.